Event description:
It was reported that a device was used during a lap colon resection. The device fired an incomplete staple line. Leak test performed with a positive result. Procedure was converted to open to hand suture the anastomosis.